Event description:
It was reported that during surgery, the multifix anchor broke when inserting. All pieces were removed from the patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the multifix s ultra knotless anchor device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures. A review of the product/print specifications found no discrepancies; hence no material assessment is warranted at this time. Visual inspection of the instrument shows no manufacturing abnormalities. A detached damaged anchor was sent with the device. No sutures are present. The multifix s-ultra knotless is a single use device and could only be limited functionally tested. The knobs can be rotated in both directions. The end cap including the rod at distal end can be continuously rotated in both directions. The complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are: (1) excessive force (2) over tensioning the sutures (3) bending or twisting the inserter handle during and after insertion. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery, the multifix anchor broke when inserting. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.